Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during an open reduction and internal fixation (orif) of the 4th metacarpal (side of the body was unknown), the tip of the screwdriver broke off during the insertion of the final screw. The severed piece of the screwdriver was retrieved easily and the surgery was completed using a spare device. There was less than a five minute surgical delay and the procedure was completed successfully. The patient was reported as fine postoperative. It is unknown whether there were any additional x-rays taken during the procedure. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the 313.99 cruciform screwdriver with holding sleeve is an instrument routinely used in the veterinary mini fragment system the device was returned and reported to have broken at the tip during surgery. This condition is confirmed; approximately three millimeters of the distal tip have broken off the device along a jagged fracture surface. The fragment was returned. It is likely that several years of consistent use and possibly the application of excessive torque have led to this complaint condition. The balance of the returned device is in fairly worn condition with some signs of wear and discoloration along its length. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. The design was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.